Manufacturer narrative:
(B)(4). Carefusion certified service technician was not able to duplicate the reported issue (unit was not alarming). The suspect device passed all bench testing and alarmed appropriately. Furthermore, internal inspection was performed on the ventilator and no anomalies were revealed. All event trace entries are consistent with normal ventilator operation. No failure could be detected.

Event description:
The customer reported complaint on lap top ventilator not alarming. Reported issue was found while the ventilator was being used on a patient. There was no harm to any patient or clinician associated to the reported event.